Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. No hand control switch button issues were noted. It could not be determined why the device reportedly malfunctioned.

Event description:
It was reported that during lap gastric bypass procedure the device worked only with the footswitch not with hand activation. They used the device during the procedure with only the footswitch and it was ok. No pt consequences were reported.